Manufacturer narrative:
The issue will be investigated by the manufacturing site.

Event description:
On (B)(6) 2017 maquet sas became aware of an incident with one of devices ¿ power led. As it was stated by the customer the bumper located at the lower end of the surgical light fell off. No injury occurred due to reported event however we decided to report it in abundance of caution. MFR reference number: (B)(4).

Manufacturer narrative:
Maquet sas became aware of an incident with a surgical light powerled device. As it was stated by the customer, the rubber bumper fell off during the procedure. There was no patient injury. Bumper is used to cover the bottom of the main tube and access to cables inside the surgical light. It was established that when the event occurred, the light-head did not meet its specification and it contributed to event. In the time when event occurred the device was used for patient treatment. During the investigation it was found that there is no apparent trend with the issue at hand and that the reported scenario has never lead to serious injury or worse, to date. As per performed tests the root cause of falling bumper is likely caused by several violent collisions with the cupolas, this happens while the user is not being careful with moving the device arms and lights. The product user manual 01581en ed. Includes an information that the safety and integrity of the operation of the product are guaranteed only if all inspection, maintenance and repair operations are performed by a maquet engineer or an authorized technician. As per performed investigation this incident might have been be avoided if the customer was following maintenance instructions and maintain the device regularly using authorized maquet service technician. Taking under consideration all above and the fact that the customer was using its own service technician to perform checks and repairs we cannot guarantee the maintenance was performed correctly. We believe that overall the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would likely have been avoided.

Event description:
MFR reference number: (B)(4).